Event description:
Note: this report pertains to the first of four malfunctions occurring during the same procedure. In 2007, it was reported to boston scientific corporation that a bronchoscopy procedure, using a radial jaw 3 biopsy forceps device, was performed (male pt, weight unk). According to the complainant, "when the physician opened the forceps to take a biopsy, one jaw was stuck in place and one jaw was able to move." It was also noted that "the hinge of the jaw was detached." A second radial jaw 3 biopsy forceps device was then attempted (refer to related MFR report #6000150-2007-00083).

Manufacturer narrative:
Although the complainant had indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history record and product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.